Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/12/2015 with the following findings: cracks were observed in the battery compartment from the threads left of the grip pad and below the grip pad to the case seal. Unrelated to the complaint, the display was dim with reddish text.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a damaged battery compartment. There was no indication that the product caused or contributed to an adverse event. This is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: cracks were observed in the battery compartment from the threads left of grip the pad and below the grip pad to the case seal. Unrelated to the complaint, a dim display was observed with reddish text.